Manufacturer narrative:
(B)(4). Date sent: 6/17/2021 this is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image: image 1: shows the shaft tip of one harmonic device, could be noted an excessive dried body fluids on the jaws, it is not possible to observed the tissue pad condition through photo analysis due to the dried body fluids. Image 2: shows a tyvek of a harh device with lot u93f08. Image 3: shows a tissue pad halved and with dried body fluids. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u93f08. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a hepatectomy the white tissue pad melted due to overuse of the non-woven activation button between the harmonic's jaws. The surgery was delayed 5 minutes. A second device was opened and used. The procedure was completed successfully with no patient consequences.